Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-01124 / 01125 & 06347 / 06349).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head, liner and locking ring were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation after patient was noncompliant. It was further reported osseous sclerosis and heterotopic bone formation around the femoral stem was noted during the revision procedure. The modular head, liner, locking ring and screw were removed and replaced.